Manufacturer narrative:
Continuation of d10: product ID: neu_unknown, serial# unknown, product type unknown product ID: 3389s-40, lot# va23s5z, implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported the procedure took place on (B)(6) 2025.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; implant date (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced high impedances on contact zero, over 4k ohms. The patient had a fall between the last visit in october and the recent visit, and during device interrogation, one of the leads was found to be out. There is concern about lead migration potentially affecting therapy, and one of the leads needs to be replaced. The patient is due for a battery replacement soon, and the doctor will investigate the high impedance during this procedure. Impedances were run at automatic and at 3 volts.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that it was unknown if the fall was due to the device. After imaging was done, the surgeon saw that the right lead looked to have moved from initial implant. The battery depletion was confirmed to be normal based of the settings and usage. Cause of impedances was not determined. Surgery for the battery replacement is scheduled and they will investigate the impedance at that time.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components is the lead. Product ID: 3389s-40, lot# va23s5z, implanted: (B)(6) 2019, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown lot# product type unknown product ID 3389s-40 lot# va23s5z implanted: (B)(6) 2019 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep).rep reported that system was explanted and discarded by hospital.